Event description:
The customer reported via phone call that he recently had a blood glucose level of 500 mg/dl, which was successfully treated with a bolus. The customer did not provide any additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.